Event description:
Inserter and inserter connector snapped when tightening down. Pieces remain in the patient. Patient outcome: procedure finished uninterrupted. No adverse affect reported as a result of this event.